Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed for a single leaflet device attachment (slda). It was reported that on (B)(6) 2022, a patient presented with grade 4 functional mitral regurgitation (mr) and a restricted posterior leaflet. During a mitraclip procedure with an ntw clip (11013r183), the posterior leaflet would buckle when grasped due to restriction. After successful leaflet insertion, the ntw was deployed at the a2/p2 position. Post-deployment, a single leaflet device attachment (slda) was observed on the anterior leaflet, and the posterior leaflet was detached. As intervention, an xtw clip was implanted. The mr was reduced to grade 1-2. There were no adverse patient sequelae or clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported incomplete coaptation (slda) was due to pre-existing patient anatomy. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.